Event description:
It was reported the patient went to the emergency room after receiving nine inappropriate shocks due to oversensing on the lead. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.